Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2019 with the following findings: during investigation, there was evidence of a short battery life illustrated with drastic voltage drop leading to ¿cs177¿ warning. The battery compartment was cracked at threads on the side, returned battery cap is undamaged and able to fit. There was evidence of moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. The pump powers up to a 2bars battery indicator instead of 3bars. Reported ¿short battery life¿ complaint was duplicated. The ¿ez-prime¿ steps were performed correctly and all currents reading were within specification. The pump¿s cover was removed, further moisture corrosion was found to the pcb on the u38 chip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.